Event description:
The initial reporter received a questionable elecsys troponin t g5 stat result from one patient sample tested on the cobas e411 rack. The result of a baseline patient sample at 4:00 pm was 226 ng/l. The initial result from the analyzer of the next timed patient sample at 6:00 pm was 28 ng/l. The repeat result from another e411 analyzer of the next timed patient sample at 6:11 pm was 229 ng/l. The next timed patient sample's initial result was not reported outside the laboratory as it did not match the patient's clinical picture, prompting the rerun. The repeat result was deemed correct and reported.

Manufacturer narrative:
The cobas e411 rack serial number is (B)(6). The calibration results were acceptable. The alarm trace contained a clot pipetting error. The field service engineer inspected the analyzer but could not determine the event's cause. He performed adjustments on the sample, reagent, and sipper probes. He verified the analyzer's performance by successful precision checks; the customer performed successful qcs. The investigation is ongoing.

Manufacturer narrative:
In the initial medwatch, h11 additional narrative should have been: "the cobas e411 rack serial number is (B)(6). The alarm trace contained a clot pipetting error. The field service engineer inspected the analyzer but could not determine the event's cause. He performed adjustments on the sample, reagent, and sipper probes. He verified the analyzer's performance by successful precision checks; the customer performed successful calibration and qcs. The investigation is ongoing." Instead of: "the cobas e411 rack serial number is (B)(6). The calibration results were acceptable. The alarm trace contained a clot pipetting error. The field service engineer inspected the analyzer but could not determine the event's cause. He performed adjustments on the sample, reagent, and sipper probes. He verified the analyzer's performance by successful precision checks; the customer performed successful qcs. The investigation is ongoing." The customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue.